Event description:
It was reported the patient was admitted to the hospital post implant, to be kept for observation over the weekend. While in observation, the patient experienced numbing sensations in her right arm. Patient met with a manufacturer representative during a follow-up appointment and patient reported that the issue had resolved on its own. Patient was successfully programmed and effective therapy established.